Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history on channel b. This condition was caused by the pump's channel b air in line printed circuit board being out of calibration. The channel b pumphead module was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code 810:11. The event was reported to have occurred during programming/setup in the facility's intensive care unit. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).